Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a webster cs catheter and the patient experienced a pericardial effusion that required pericardiocentesis. An epu was done (electrophysiology study) with just a coronary sinus (cs) catheter and right ventricle (rv) catheter placed. During the case the patient was in atrial fibrillation so 3 cardioversions were performed. No ablations were performed. After the case, a pericardial effusion was detected. It was reported that they "got the blood out of the heart and the patient got a tamponade". Patient fully recovered; however, required extended hospitalization, the patient required a few days on the intensive care unit to monitor. No transseptal puncture performed. It is unclear when the adverse event occurred, it may have been because of the cardioversions or by placing the catheter. Attempts have been made to obtain clarification of this complaint. However, no further information has been made available.